Event description:
Clip applier misfired and jammed.======================manufacturer response for endo clip 2 10mm clip applier, (brand not provided) (per site reporter).======================unknown.